Manufacturer narrative:
After further evaluation of the details of this case, software engineering determined that the reference frame was not located close enough to the surgical area of interest. Instructions for use state, "for spinal procedures, secure the frame at the vertebral level of interest to ensure accurate registration and navigation."

Event description:
A medtronic representative reported that the surgeon was 5mm inaccurate during screw placement for a revision scoli spine procedure. The patient reference frame was placed at l5 and inaccuracy occurred at t9-t10. A navigated spin was acquired with frame placed at l5. Screw placement was accurate at levels inferior to t9-t10. Another spin was acquired to confirm the screw placement. Two screws at the t9-t10 levels were found to have breeched the pedicle wall medially and were adjusted. The remainder of the procedure was completed without navigation. It was reported that the patient is doing fine.

Manufacturer narrative:
Patient information has not been made available from the site. Following this event, a medtronic representative went to the site to test the equipment. All of the instruments tracked normally and a system check-out showed that the navigation equipment was fully functional. The reported event could not be duplicated by medtronic personnel. There were no further issues.